Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm reported that pump failed autofill. The vacuum was too low at 176mmhg. The spec is <=120 mmhg. The stm observed that the vacuum diaphragm was torn. Installed 5000 hour pump rebuild kit (d040-00-0147 kit 5000 hr prevent maint) and the problem was solved. Unit passed all calibration, functional and safety tests as per manufacture specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during routine check, the cs300 intraaortic balloon pump (iabp) has an autofill failure, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6, h10.

Event description:
N/a.